Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va0wu55 serial# implanted: 2015-(B)(6) explanted: 2018 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). When asked to clarify the reason for the lead being cut during the revision surgery, the rep said the lead cut was on accident. The healthcare provider (hcp) was cutting tissue around the lead and accidentally cut it; there was no procedure or device issue with the lead. The revision occurred on 2018 (B)(6). The lead was not returned; the hcp did not see a reason to analyze it because they cut it. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0wu55, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0wu55, ubd: 15-jun-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that during a pocket revision, the physician cut the lead and it was replaced the day of the report. The issue was reported to be resolved at the time of the report and the patient was alive with no injury. No patient symptoms were reported. No further complications were reported.